Event description:
Information received indicates the head section will not go up.

Manufacturer narrative:
The technician found the base cover was bent and loose causing the CPR pedal to engage. The technician replaced the base cover to repair the bed.